Manufacturer narrative:
The subject device was not returned to olympus medical system corp.(omsc). Therefore, omsc could not evaluate the reported device. It is assumed that the reported event occurred because of the nickel used in the clip and the patient's condition. However, in omsc's production, omsc only use materials which meet omsc's acceptance inspection standard. The instruction manual of the device has already warned as follows; -as the clips are made of metals, do not use them on a patient who is severely allergic to metals. Otherwise, allergic symptoms may occur.

Event description:
During an unspecified procedure, five repositionable clips were used. The intended procedure was completed. However, the patient suffered from rash, eye and skin itching after the procedure. Nickel is used in the product, and the doctor thinks that the patient may have nickel allergy. No patient injury other than the above was reported.